Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer would not pump water. Patient involvement unknown.

Event description:
Additional information received on 2-aug-2023. The problem was discovered on jan 23rd during preventive maintenance inspection. No patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the tower enclosure had some nicks, two (2) of the inserts were missing from backside of enclosure and the display label was damaged. The return tube was covered with silicone because of cracks. Printed circuit board (pcb) had been installed incorrectly. Heater number one (1) had a rip in the heater tape. Bottom socket dual thermistor was damaged. The return tube was cracked. Air detector failed pin gauge test. Device leaked water from tubing connecting bottom socket to heater number one (1). Per functional testing, the device did not pump water. The complaint was confirmed. The root cause was a faulty water pump not recirculating water. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pump assembly, both heaters and the bottom socket dual thermistor on the tower. Replaced the tubing from bottom socket to heater number 1. Replaced the screw securing the plunger so that it was not so loose, and air detector passed pin gauge test. Replaced the o-rings, fan guard and return tube per preventative maintenance (pm). The device passed all functional and delivery tests., corrected data: a1.